Event description:
It was reported that the system would not save images (data loss). There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was reformatted and system software was reloaded. The system was tested and found to be working as intended and returned to service.